Manufacturer narrative:
Eval: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs sys. The pt turned off his stimulation on friday. On sunday when he attempted to turn on the stimulation, he could not communicate with the programmer which was showing a communication error. The pt also tried his magnet but could not turn the stimulation on with the magnet. The clinical specialist met with the pt on (B)(6) 2010 and could not communicate with the old and new programmer nor charge the ipg. The sales representative believes that the doctor may explant the device.